Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer reported a damage tracheostomy tube. The trach had been sterilized once previously and was being changed to the end of its second use. Had been in place for one month when the damage was noticed by the patient's mother. The device was changed to a trach that had been sterilized twice, this was it's third use. The trach was checked prior to insertion and found to be sufficient for placement. A picture was sent in from the customer showing possible chipping of the trach ties. Exact "damage" has not bee communicated.

Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. Two samples and one photo received for evaluation. Visual inspection revealed the device was received in used conditions without the original packaging; it was detected that the flange was damaged in both samples. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be user interface. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).